Event description:
It was reported that the patient presented in hospital for a routine generator change. During the procedure, the right atrial (ra) lead exhibited noise. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.